Event description:
(B)(4). It was reported that during a coronary artery stenting treatment a dissection occurred. Target lesion 1 was located in the circumflex (cx). The reference vessel diameter was 3mm and lesion length was 10mm. Pre-procedure was 80% stenosis and post-procedure was 3% stenosis. A 3.0x12mm liberte stent was implanted. No information regarding if direct stenting was attempted. Target lesion 2 was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure was 67% stenosis and post-procedure was 3% stenosis. A 3.0x12mm liberte stent was implanted. No information if direct stenting was attempted. Due to a dissection an additional 3.0x12mm liberte stent was implanted. The procedure was a technical success.the patient was discharged 7 days later without angina complaints or silent ischemia. Medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.